Event description:
It was reported that the surgeon encountered difficulty while trying to seat the acetabular liner. A new liner was opened and inserted without issue. A thirty-minute delay in the procedure was incurred.

Manufacturer narrative:
Evaluation summary: damage was found to the polar boss on the crown of the liner. In general, this type of damage is from not being aligned with the threaded hole during impaction. Misalignment may then prevent the guide from entering the threaded hole of the shell due to the material mushrooming out larger than the hole-size. The witness marks on the polar boss suggests that it was not aligned with the threaded hole two different times, forcing material to mushroom out in both directions. Other witness marks on the liner suggest there was a large amount of force being applied to the liner, as evidenced by outlines of the screw holes on the dome of the liner. Evaluation: the device is within print specification where measured. Functional check was not possible due to the damaged polar boss not allowing the shell and liner to fit as intended. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.